Manufacturer narrative:
Hw23224 was not returned to heartware for evaluation; con099068r01 was returned for evaluation. Review of the manufacturing records revealed that the associated devices met requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via log file analysis which revealed 1 high watt alarm followed by 1 controller fault alarm on september 08, 2016. Analysis of the controller revealed that the device passed visual inspection but failed functional testing; the controller was able to power up but was unable to drive a motor fixture. Internal inspection revealed that an operational amplifier was found with damaged solder pads. This observation likely occurred during the assembly of the controller and may have been caused by an external force applied onto the component. The operational amplifier affected the voltage supply to the pump motor controller, which is the integrated circuit responsible for operating the pump. After re-soldering the component, the controller performed as intended without any alarms. There was no evidence to indicate that a pump malfunction caused or contributed to the reported event. The most likely root cause of the reported alarms may be attributed to damaged soldering pads during manufacturing pertaining to an operational amplifier, which resulted in voltage and power fluctuations, triggering the reported high watt and controller fault alarms. The most likely root cause of the reported alarms may be attributed to damaged soldering pads pertaining to an operational amplifier, which resulted in voltage and power fluctuations, triggering the reported high watt and controller fault alarms. Other device involved in this event: con099068- (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: controller: serial#: (B)(4); exp date:01/31/2016; mfg date: 01/10/2015: (B)(4); product returned:09/19/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator, that the patient called the vad office in the morning to report that he had a high watt alarm followed by a controller fault alarm 30 seconds later; both were continuous. On the controller, his vad parameters were 6.6lpm / 2800rpm / 12.4w. The patient denied any damage to the controller or pump off time. He indicated that his urine had been clear and yellow. The patient was instructed to come to the emergency department for further evaluation.&#2071;hen the patient arrived, log files were sent for analysis. The lactate dehydrogenase was within limits at the emergency department. Engineering did confirm that the patient did have one high watt alarm at 07:23:32 followed by a controller fault alarm at 07:24:01. Given the type of controller fault alarm logged, a controller exchanged was recommended by engineering. The site performed a controller exchange in the emergency department in which the patient tolerated well with minimal pump off time. The patient was issued a replacement controller.&#2060;og files were sent an hour after the exchange to verify; no further issues post-exchange.